Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in spain, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve, the delivery system balloon burst. A new delivery system was prepared to perform complete valve dilation, but the second balloon burst again due to a calcium spicule near the sinotubular junction. Despite these complications, the valve was properly implanted and is fully functional. The patient was admitted to the ICU in accordance with hospital protocol. According to the medical team's opinion, the root cause was the patient's morphology and not any defect in the device in either case.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event was unable to be confirmed due to unavailability of device or imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per provided information, calcium spicule near the sinotubular junction caused the balloon to burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.